Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one 18g maxcore disposable core biopsy instrument for evaluation. On visual evaluation, the device appeared to have residue on the distal tip of the stylet, and device was returned fully primed. Upon functional testing, the complaint sample returned fully primed with both slides pulled back. A drop test was performed using a drop test apparatus with the slides locked in place. After the sample was released, both slides self-activated. An x-ray was performed on the sample to view the cannula tang engagement. The x-ray showed that the cannula tangs were not fully engaging with the device housing. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 15 times with each trigger, for a total of 30 dry fires. The device was able to prime and fire properly. All 30 dry fires were completed with no issues. Also, the device was able to obtain all six samples with no issues. Upon disassembly, it was noted that both bumpers were completely seated in the correct position. When removing the stylet from the cannula, the tangs did not appear to be damaged or deformed. Upon dimensional observation, the actual notch thickness of the sample, cannula tang width and the stylet tang width were measured, and the measurements were within the acceptable range. Therefore, the investigation is confirmed for the identified self-activation issue as the device was self-activated on the drop test apparatus. And the investigation is unconfirmed for the reported insufficient information as no issues were noted on the returned device as it was passed every test performed during the functional testing. A definitive root cause for the identified self-activation and reported insufficient information issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a prostate biopsy procedure using the maxcore instrument. During the procedure, the device did not work. The procedure was completed using another device. There was no reported patient injury.